Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Two opened knives were received for the report of tip was wide. The returned samples were visually inspected and were found to be nonconforming with a bent tip that is curled under and damaged cutting edge and ears. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the reported lot. A nonconformance was found. This non-conformance could have potentially contributed to the reported event. The returned sample is visually non-conforming with a bent tip that is curled under and damaged cutting edge, damaged ears. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of tip was wide. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time; however, a non-conformance record was initiated to investigate the root cause of cutting instrument bent tip. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in sections b.2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event tip was wide is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num 2523835-2026-00089. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip was wide during surgery. Details of the procedure and the impact on the patient were not provided. Additional information has been requested but is not available at the time of this report.